Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was plastic inside the manifold and the manifold connection was broken. There was no pt involvement as this occurred during set-up.

Manufacturer narrative:
Terumo did not receive the actual device for investigation; the exact root cause could not be determined. Review of the DHR confirmed there was no production related problems. Based on the description of the complaint, terumo concludes that it is highly likely the device was damaged post production. (B)(4).